Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a telehealth doctor¿s appointment with an infection that developed at the infusion site (arm) while wearing the pod (the patient could not recall the date of this appointment). The patient reported they experienced itching, irritation, swelling, redness and purulent discharge at the site. The patient was prescribed a 10-day course of flucloxacillin to be taken four times a day. The pod has been discarded. This was the second infection the patient developed at a pod infusion site, please see related case (B)(4) for the first.